Manufacturer narrative:
As reported this patient appears to have a complex medical history which includes a history of recurrent hernias prior to the implant of the bard ventralex hernia patch. Recurrence is identified in the adverse reaction section of the IFU as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported the mesh remains implanted. Based on the information provided at this time, no conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2003 - the patient reported underwent a spleen and gallbladder removal procedure. On (B)(6) 2003 - the patient underwent the repair of an incisional hernia. Not known if implant was used. In 2007 - the patient was diagnosed with a recurrent hernia and underwent repair. Not known if implant was used. On (B)(6) 2011 - the patient was implanted with a davol ventralex hernia patch to treat recurrent hernia. As reported the doctor wanted to perform a tummy tuck to help in the repair, but the patient's insurance did not cover the additional level of repair. In 2016 - the patient was diagnosed with a hernia recurrence. No medical / surgical intervention has been taken to date.